Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-may-2015 which refers to a (B)(6) female patient who received essure (fallopian tube occlusion insert) and experienced confirmed testing for a nickel allergy. Follow up 27-may-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 19-aug-2015: no new information. Follow up information received on 21-aug-2015 from physician: case upgraded to incident. On (B)(6) 2014 she had essure inserted for sterilization, lot number 50678466, expiration date 31-aug-2015. Patient developed a rash on her body soon after essure was in place. On (B)(6) 2015, she went to an allergist and had confirmed testing for a nickel allergy. Essure was removed on (B)(6) 2015. Follow up information received on 28-aug-2015: no new information reported. Follow-up from 08-sep-2015: ptc result was updated. No major changes. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had confirmed testing for a nickel allergy. Nickel allergy is serious due to required intervention and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. In this case, soon after placement the patient developed a rash on her body. She was tested some months later and nickel allergy was confirmed. Then, essure was removed. Considering close temporal relationship and event's nature, causality with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was informed that device removal was required. Therefore, this case is now regarded as incident. Based on available information (including a review of provided batch number), there is no reason to suspect a quality deficit of the product. No further information is expected.